Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that separation occurred during use with a bd phaseal optima connector (c35-o). The following information was provided by the initial reporter, "dry disconnects from patients receiving chemotherapy on in-patient oncology units at hup. One patient disconnected less than 4 hours after infusion began. All disconnects occurred at the patient site access, as this is where chemo is connected." 3 occurrences were reported.

Event description:
It was reported that separation occurred during use with a bd phaseal optima connector (c35-o). The following information was provided by the initial reporter, "dry disconnects from patients receiving chemotherapy on in-patient oncology units at hup. One patient disconnected less than 4 hours after infusion began. All disconnects occurred at the patient site access, as this is where chemo is connected." 3 occurrences were reported.

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 1906101, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Four retained samples of lot 1906101 were used for additional evaluation. The product was visually inspected with no defects observed. Testing was performed, engaging and disengaging the product and all samples functioned as intended. Based on the available information we are not able to identify a root cause at this time.